Event description:
The customer reported the differential (diff) scatter was high while running the latron primer and controls on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and confirmed the customer's reported issue. The fse replaced the light scatter preamplifier, resolving the reported issue; the volume conductivity and scatter adjustment for the latron control was verified. (B)(4).